Event description:
Clinical study: same case as 6000089-2006-00612, 6000089-2006-00613. It was reported that seventeen months after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr) and a second tvr4 months after that. The lesion being treated in the index procedure was a 3.5mm, 32 mm long, 90% stenosed portion of the proximal left anterior descending (prox lad) artery. During the procedure a disection occured distal to the lesion. The physician treated the lesion with direct stent placement of three taxus express2 8.8% (3.00x24mm, 3.50x 24mm, and 3.00x12mm) drug eluting stents in the target lesion with a 2mm overlap. There were no other reported complications. The pt was discharged the next day on plavix and aspirin. Seventeen months after the initial procedure the pt required a tvr. The physician successfully place a johnson & johnson cypher stent in the prox lad to treat in-stent restenosis. One hundrend fifty five days after the reintervention, the pt required a second tvr of the target vessel. The physician successfully placed another johnson & johnson cypher stent in the prox lad to treat in-stent restenosis. The pt was discharged the next day after each procedure. In the opinion of the physician the relationship of the tvr's to the taxus stents is probable.